Event description:
Prior to patient set up, a new angiojet spiroflex device was being set up, but when trying to purge the device it would not do so. It was found that there was a leak in the bulb part of the device. Another device (unknown lot#) was opened, set up, and worked fine. There was no harm to the patient.